Manufacturer narrative:
It was reported to abbott that the patient was experiencing their stimulation decreasing by itself. Rep reported that two of the patient's leads have high impedance on all contacts. Patient will have a lead revision but no date has been set yet. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
Correction: a4: weight corrected.

Event description:
Additional information received indicates two of the patient's leads were explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2020-23352, 1627487-2020-23354. It was reported that patient has high impedances on two of their three drg leads. In turn, the patient may undergo surgical intervention to address the issue. Since it is not known which device contributed to the issue, all possible devices are being reported on.